Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1828103 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube did not deploy when shuttled through the sheath. There was no reported patient injury. Hemostasis was achieved by manual pressure less than 30 minutes. The mynx vcd was prepped according to the IFU instructions. The mynx vcd was stored properly in the department cabinet per the IFU. A retrograde approach was used. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The vessel type was arterial with little vessel tortuosity. The stick location was the mid femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. No resistance/friction was experienced as the mynx vcd was advanced through the sheath. The sealant remained in advancer tube. The sealant was stuck to device components and was unable to be deployed. When withdrawn, black section of delivery catheter split at distal end by balloon. Per the sale rep, ¿the split was noticed by the customer and from examination, looks to extend approximately 2cm from the distal tip where the sealant is house¿. User shuttled down completely, no significant resistance when shuttling down, no unusual force applied when retracting sheath. No kink was noticed in sheath. The patient¿s hospitalization was not extended as a result of the event. The patient recovered.

Manufacturer narrative:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) did not deploy when shuttled through the sheath. Hemostasis was achieved by manual pressure less than 30 minutes. There was no reported patient injury. The mynx vcd was prepped according to the instructions for use (IFU). The mynx vcd was stored properly in the department cabinet per the IFU. A retrograde approach was used. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The vessel type was arterial with little vessel tortuosity. The stick location was the mid femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. No resistance/friction was experienced as the mynx vcd was advanced through the sheath. The sealant remained in advancer tube. The sealant was stuck to device components and was unable to be deployed. When withdrawn, black section of delivery catheter split at distal end by balloon. Per the sale rep, ¿the split was noticed by the customer and from examination, looks to extend approximately 2cm from the distal tip where the sealant is house¿. User shuttled down completely, no significant resistance when shuttling down, no unusual force applied when retracting sheath. No kink was noticed in sheath. The patient¿s hospitalization was not extended as a result of the event. The patient recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with stopcock open. The sealant was observed deployed on catheter shaft, exposed to blood. The advancer tube was found inside the shuttle cartridge. The procedural sheath and sealant sleeve were fully pulled back to the shuttle handle. The catheter and shuttle cartridge were inspected for anomalies that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down procedure was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A device history record (DHR) review of lot f1828103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, it cannot be conclusively determined why the shuttle down step (failure to deploy) could not be completed since functional analysis was performed successfully. Based on the information available for review and the product investigation, I may have been caused by an incomplete engagement of the advancer tube during the procedure since there were no anomalies noted to the device and functional analysis was successful. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Additionally, it was reported that the shuttle had a split at distal end by balloon. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge tubing, which is not a crack. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the side slit of the shuttle cartridge and the sealant sleeve is designed to be placed over the shuttle side slit to protect the sealant from exposing prematurely and the shuttle tubing side slit from opening during deployment. If the sealant sleeve is displaced, the side slit will be exposed. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.